Event description:
Int'l affiliate reports that during routine pt cleansing and bandage changing, the head bandage was wet/soaking. After careful examination and uncoiling of the ventricular catheter, the catheter was found to be broken into two pieces.